Event description:
Patient previously admitted on 9/29/93 and 1/12/94 for implantation of urinary sphincter and again for revision of artificial urinary sphincter,t his involved replacemenet of reservoir and pump. Cystoscopy performed.this patient has returned for explantation of the artificial urinary sphincter. He has been to the office 2-3 times/wk. C/o urinary incontinence, swelling in scrotum. The swelling was never witnessed by physician. Urinary sphincter removed on 3/23/94. Erosion of sphincter cuff into urethra. Urethra repaired.